Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the distal set up joint (suj). The reported errors were confirmed via system logs review, but failure analysis could not reproduce the issue in-house. The unit passed all tests. After further investigation, error 23072 was also found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the distal set up joint (suj) to correct the reported problem. The system was tested and verified as ready for use. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a da vinci-assisted gastrotomy surgical procedure, the customer contacted the technical support engineer (tse) to report a recoverable fault would not recover on the system. The customer had restarted with no change. The tse had the customer perform a hard restart with no change. The tse advised the customer that they could disable arm 2 and continue. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) contacted the customer and confirmed that the procedure was completed robotically using 3 arms.